Manufacturer narrative:
The implant and medical history were received. The implant was clean and met specifications. The implant is not believed to be the cause of failure.

Event description:
Two implants placed 11/14/1997, removed 5/11/1998 from sites 11 & 13. See also 98-640a.